Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v260802, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v260802, implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had a second stimulator implanted. The patient had a bladder control problem. A short time later, the patient turned both stimulators off. They experienced pain from a shocking sensation. Their big toe would not stop moving. The stimulators were explanted due to the pain and an unrelated MRI. During surgery, the leads frayed. Three wires remained implanted and could not be removed.